Event description:
It was reported that balloon rupture occurred. The patient presented with arteriosclerosis. The 95% stenosed target lesion was located in the severely tortuous and severely calcified external iliac artery. An 8.0 x 20, 75cmn mustang balloon catheter was advanced for dilation. However, during the eighth inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications nor injuries reported. The patient condition was good.

Manufacturer narrative:
(E1) initial report first name updated.

Event description:
It was reported that balloon rupture occurred. The patient presented with arteriosclerosis. The 95% stenosed target lesion was located in the severely tortuous and severely calcified external iliac artery. An 8.0 x 20, 75cmn mustang balloon catheter was advanced for dilation. However, during the eighth inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications nor injuries reported. The patient condition was good.